Event description:
It has been reported to philips that system won't fluoro. The system was in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer examined the system on-site and confirmed that the system unable to perform fluro. The review of log file shows there is no specific error. Rse recommended to reboot the system and re-create image store, after rebooting the system the issue gets resolved. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.